Event description:
It was reported that two stents were unable to advance to the heavily calcified lesion. The mini vision was able to advance to the lesion but a strut flared between the lesion and the guide wire. When the physician tried to remove the stent, it came off in the lad. The stent was easily retrieved; however, the retrieval is deemed medical intervention to prevent permanent impairment/damage.